Event description:
The account stated that they are receiving error code 1118 with axsym b-hcg on some patients requiring dilution. After repeating multiple times, the results are between 30,000 and 200,000 miu/ml. In addition, the account stated that they are not seeing any results of 0.0 miu/ml even when they rerun samples from men. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.